Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Eval revealed a dislodged display screen. During eval the pump dispensed insulin during the load cartridge phase.

Event description:
During eval the pump dispensed insulin during the load cartridge phase.